Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (air in set ) that appeared on the homechoice (hc) unit during dwell 4. The home patient (hp) saw no leaks and all lines were closed. The bags were empty with no leaks around any bags. The hp would call the nurse about air alarm. On (B)(6) 2010, a follow up call was made to the home patient to check to see if he had a sample for evaluation. The home patient stated that he had discarded the supplies, therefore, no sample was available for evaluation. The home patient stated that he has been doing fine and has been able to continue therapy fine. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4).